Event description:
It was reported that the customer dropped the pump on tile flooring and the touchscreen is now no functional and displays colored lines. Reportedly, the icons are not legible. There was no impact to customers blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed. T:slim user guide indicates, pump is to be used with individual 12 years of age and greater, patient is (B)(6).